Event description:
Two patients undergoing different procedures (medical liver biopsy and kidney biopsy) with the same product failure. In each instance, the device failed to function properly resulting in no specimen being acquired. The devices shared the same lot and expiration date.